Manufacturer narrative:
(B)(4). Estimated date of event: (B)(6) 2012. Estimated date of implant: (B)(6) 2011. There were no reported product deficiencies. The reported patient effects of death is listed in the xience v / xience nano everolimus eluting coronary stent system instructions for use as a known adverse event of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that research pathology of an explanted heart found 1 unk xience v stent had been explanted from the left anterior descending coronary artery. The reason for explantation was not provided. The cause of death was explant. The event occurred 60 days post stent implantation. No additional information was provided.